Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment (with reduced dwell times) was performed and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized due to an unspecified abdominal infection, which led to a transition to hemodialysis (hd) therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain, nausea, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 214 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown). However, the patient¿s preliminary peritoneal effluent fluid culture results returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product), and the patient¿s ip vancomycin was discontinued and replaced with oral diflucan daily for three days (dose not provided). Per the pdrn, the cause of the peritonitis was attributed to the patient¿s overuse of antibiotics, however the specifics were not provided. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient tolerated the transition to hd without reported difficulty and was discharged on (B)(6) 2025. The patient has recovered from the serious adverse events and will likely not return to continuous cyclic pd (ccpd) therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain, nausea, and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for renal replacement therapy (rrt). The cause of the fungal peritonitis was attributed to the patient overuse of antibiotics; however, the specifics were not provided. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized due to an unspecified abdominal infection, which led to a transition to hemodialysis (hd) therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain, nausea, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 214 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies were unknown). However, the patient¿s preliminary peritoneal effluent fluid culture results returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product), and the patient¿s ip vancomycin was discontinued and replaced with oral diflucan daily for three days (dose not provided). Per the pdrn, the cause of the peritonitis was attributed to the patient¿s overuse of antibiotics, however the specifics were not provided. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient tolerated the transition to hd without reported difficulty and was discharged on (B)(6) 2025. The patient has recovered from the serious adverse events and will likely not return to continuous cyclic pd (ccpd) therapy.